Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the removal of this temporary pacing lead, implanted 26 days, the lead fractured. It was also reported that there was no resistance during the removal. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination confirmed the fracture of the inner conductor wire at the proximal edge of the small distal electrode. Due to the lack of product identification a review of the device history record could not be completed. Medtronic was unable to determine a root cause for fracture. The fracture most probably occurred due to fatigue related to flexing with the distal electrode, in combination with, but not limited to, the position of the electrode in the heart tissue, dislodgement, the implant technique and the implant time (26 days). The reported information indicates that the surgeon elected to leave the wire in the patient beyond the intended use application. This is considered a misuse of the device, as the instructions for use (IFU) for this product model indicates an intended use period of 7days or less. The IFU indicates as precautions that ¿excessive bending, kinking, twisting or stretching may damage the junctions, pacing lead body and insulation resulting in device failure and/or loss of therapy¿; provides instructions such ¿ the pacing lead in the heart is aligned with the exit from the chest. Leave an extra length of the conductor wire in the chest to prevent dislodgment during patient movement¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.